Event description:
While attempting to remove arterial sheath 7fx45cm destination the sheath braiding began to unravel and catheter severed. This required an additional intervention to retrieve the severed catheter piece from the patient.